Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in an unknown vessel. While operating a 3.0x12mm liberte bare monorail stent delivery system inside the patient, there was reported to be a "loss of structure" when passing the stent delivery system through a calcified plaque. Additional information has been requested and is not available.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in an unknown vessel. While operating a 3.0x12mm liberte bare monorail stent delivery system inside the patient, there was reported to be a "loss of structure" when passing the stent delivery system through a calcified plaque. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a liberte monorail stent delivery system (sds) in two pieces. It was determined that the hypotube was broken 25cm from the strain relief. The fracture faces were oval shaped. The distal tip was also damaged. The stent was located between the markerbands on the tightly folded balloon. There was no damage to the stent or balloon. Inspection of the remainder of the device revealed no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).